Event description:
MFR's rep reported pt had a pump and catheter implanted in 2002, and experienced paralysis. Catheter was in the spinal cord at t7. Hcp saw the pt and called MFR for a contact for neurosurgical consult. The pt will be taken to the o.r. For catheter removal. The pump is now turned off. Add'l info will be sent in a f/u report.